Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of surgery ("number of women having major surgery due to essure") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the surgery outcome was unknown. The reporter considered surgery to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of surgery ("number of women having major surgery due to essure") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the surgery outcome was unknown. The reporter considered surgery to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: surgery . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.